Manufacturer narrative:
H4: the device was manufactured from march 2, 2020 - march 3, 2020. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted..

Event description:
It was reported that a large volume folfusor leaked; further described as when trying to take off the blue winged luer cap it was too tight, so the cap cracked. The medication therefore leaked out. The device had been filled with 12000mg flucloxacillin in 230 ml 0.9% sodium chloride. There was no report of patient injury or medical intervention associated with this event. No additional information is available.